Event description:
Event description guidant received information that during the implant procedure, this lead was placed in the ventricle, but displayed high threshold measurements. Therefore, the physician repositioned the lead, however the lead appeared to have advanced further in the heart and was found to be turned upward. The patient's hemodynamics dropped, and the lead was suspected to have perforated the heart. The patient suffered cardiac tamponade. Resuscitation attempts were initiated, however the were unsuccesful and the patient expired.